Event description:
Boston scientific received info that right atrial lead impedance measurements were less than 200 ohms, then within acceptable limits, finally reaching greater than 2,000 ohms. Noise was also observed on the ra lead, as well as in inappropriate mode switch. The pt implanted with this lead underwent a ventricular tachycardia ablation procedure, where this lead was reviewed under fluoroscopy. The lead appeared to be fractured. Due to pt condition, the pt's family elected to have the ra lead programmed off and the device reprogrammed to vvi. To date, no adverse pt effects were reported as a result of this clinical observation. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed regular device manufacturing.